Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl and their insulin pump had a blank display. The customer was able to get down his blood glucose level to 222 mg/dl with injection pen. The customer states that his pump isn't working. The customer was assisted with troubleshooting and the display did not return. The customer requested to call back so he could continue troubleshooting for blank display and high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, and minor scratches on display window noted.